Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that patient had a zcb00 intraocular lens (iol) explanted 6 days post implantation. The initial lens was a +28.5 diopter and was replaced with a lower diopter iol (25.0). There was no incision enlargement or vitrectomy required. The patient¿s uncorrected visual acuity (ucva) pre-op in the left eye (os) was 20/50, post-op 20/200. Standard cataract post-operative drop routine was noted. The patient¿s outcome after replacement procedure was reported as excellent. Post op visual acuity is 20/20.